Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead exhibited high pacing threshold. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported.